Manufacturer narrative:
Since the video cable is not serialized the manufacture date is unknown. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure using, glidescope titanium video cable, the image was intermittent. The customer stated the cable appeared worn. A backup glidescope avl system was made available in less than three (3) minutes to complete the procedure. No harm to patient or user was reported.